Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the air/water channel clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the air/water channel. In addition, our technician confirmed that the remote control buttons perforated, the insertion flexible tube buckled, the bending rubber leak, the aft suction tube dirty, the suction channel dirty, the ethylene oxide gas valve (eog) loose, the r/l lock knob hard to move, and the air/water socket chipped/cut o-ring; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.